Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the head of the brush head had come apart while she was brushing her teeth. No injury was reported. Follow-up: the consumer stated the brush head went wobbly and fell apart in her mouth. She would send in the bits from the brush head.